Manufacturer narrative:
Initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No problems or issues were identified during this device history record review. A device sample was received with missing labels but was in good condition, with a scratched screen. Visual and functional tests were performed. The customers concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing on the pump, was unable to verify the complaint. The delivery accuracy tests found the pump to be within the control limit specification. The root cause of the reported issue is unable to be determined.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy -6.45%. No patient was involved in this event. No adverse effects were reported.